Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 4 years 6 months post implant of composix kugel mesh, patient had adhesions, infection, fistula, abscess, pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device identify adhesions, fistula as possible complications. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, e3, g1, g3, g6, h2, h3, h6, h10 this supplemental emdr represents the composix kugel mesh (device #2). An additional emdr was submitted to represent the composix l/p mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for repair of an incisional hernia, the patient's hernia was repaired with a composix kugel mesh. (B)(6) 2014 - the patient underwent an additional surgery to remove the previously placed composix kugel mesh, which allegedly failed and was infected, and to perform a small bowel resection. The attorney alleges the patient has suffered and will continue to suffer pain, and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incisional hernia and underwent laparoscopic repair with implant of composix l/p mesh (device #1). Per operative notes, ¿incisional hernia reinforced using a piece of composix l/p mesh (device #1) and was secured all around the edge using tacker.¿ (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of composix kugel mesh (device #2) and explant of composix l/p mesh (device #1). Per operative notes, ¿numerous adhesions along the mesh were dissected. The mesh was dissected off of the muscle layer on both sides of the divided mesh and then the mesh was discarded (device #1). There was a hernia sac below the mesh that was dissected. A piece of composix kugel patch (device #2) was placed into the abdominal wall with propylene side oriented toward the fascia and was tacked.¿ (B)(6) 2014 - patient was diagnosed with pain, erythema, infected abdominal mesh with small bowel fistula thereby underwent removal of composix kugel mesh (device #2). Per operative notes, "there were numerous adhesions to the mesh which were taken down carefully. At the far lateral aspect of the mesh, there was small fistula from the small bowel to the polypropylene aspect to the mesh. This then tracked along the plain between the mesh and the abdominal wall in the area of the containing pus. This portion of bowel and mesh completely removed from the abdomen (device #2). A piece of biological mesh was placed in a retromuscular position.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, fistulae, infections, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for repair of an incisional hernia, the patient's hernia was repaired with a composix kugel mesh. (B)(6) 2014 - the patient underwent an additional surgery to remove the previously placed composix kugel mesh, which allegedly failed and was infected, and to perform a small bowel resection. The attorney alleges the patient has suffered and will continue to suffer pain, and was injured severely and permanently.